Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had experienced shocks several times within the last 6 months with the last shock happening yesterday 5 times and they were very powerful. It was added they did have falls and trauma within the last 6 months. Their healthcare provider (hcp) was unavailable and they wouldn't be able to see them for several days. An email was sent to a manufacturing representative (rep) and hcp locator was sent to the patient. Information indicated the patient should follow-up with a managing physician and a rep can be co-scheduled. No further complications were reported or anticipated with this event.